Manufacturer narrative:
Device evaluated by MFR: a 2mm longitudinal balloon tear was identified in the mid-section of the balloon. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No markerband damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 9.0 x 40, 75cm mustang(tm) balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 8mm x 4cm mustang(tm) balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 9.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 8mmx4cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.